Event description:
Reported that during a laparoscopic spleen procedure that the inactive pad on the shears became loose. An error code of "instrument" was also observed on the display panel. They opened another shear and continued with the procedure. No pt consequences reported.